Event description:
During small bowel resection, covidien stapler jammed. Multiple attempts to remove jaws of stapler from bowel unsuccessful, requiring add'l 6 inches of small bowel removed. Covidien rep in operating room at the time stapler jammed, emergency wrench utilized to remove stapler unsuccessful.